Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, a cartridge change error occurred. Troubleshooting was performed and an o-ring was found on the pneumatic tap. The o-ring was removed and the cartridge was successfully reloaded onto the pump. Customer's blood glucose was 173mg/dl.